Event description:
A facility reported that a pt lost in excess of 2 kg more than the machine indicated had been removed. The facility reports that the machine pretreatment testing had passed prior to the treatment. After approx 3 hrs of a 3 1/2 hr treatment, the pt became hypotensive and briefly lost consciousness. The pt recovered with 2 liters of normal saline. The nurse administrator states there had been some machine alarms during the treatment, but it is unknown what alarms occurred. The treatment record will not be made available by the facility. The machine was removed from the treatment area for on site investigation by the MFR rep. The machine was found to be operating properly. Even though no malfunctions could be found, the facility has requested the machine be returned to the MFR for further eval.

Manufacturer narrative:
The hemodialysis machine was returned to the MFR and the alleged failure could not be duplicated. Nothing was found in the closed-loop uf system that would cause excessive fluid loss.